Manufacturer narrative:
The customer does not have strips to send back.

Event description:
The customer stated that while testing a patient, they had obtained a blood glucose result of 110 mg/dl from a laboratory draw at 1:11 pm while a capillary fingerstick at 1:14 pm produced a result of 25 mg/dl on the accuchek inform ii meter serial number (B)(4). The customer stated the result of 110 mg/dl was believed to be accurate. There was no treatment provided to the patient. There was no adverse event. It was verified that both levels of unexpired controls were run and passed within twenty-four hours of the meter result in question. The caller has performed linearity testing on the meter and has no further concerns. The suspect product was requested to be returned and the replacement product was sent. However, it was stated that the strips are no longer available to be returned. No product is expected to be returned related to this case. No information was provided that would point to a cause for the result discrepancy.